Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult/failure to deploy the clip (clip did not deploy when pressing the trigger button). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other starclose se device is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6fr sheath after a diagnostic heart catheterization. Reportedly, all steps worked well without resistance; however, when pressing the trigger to deploy the clip, the clip did not deploy. The physician rewired and attempted another starclose se with the same result. No audible click was heard from the devices during this step. The starclose se devices were removed without issue. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.